Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure the patient's iol haptic was out of position. During the repositioning of the lens haptic, the haptic was found to be broken, and the iol was exchanged. Additional information has been requested.